Event description:
It was reported that on (B)(6) 2015, a 23mm trifecta valve was successfully implanted in a patient. On an unknown date it was noted that the valve was stenosed. On (B)(6) 2024, the decision was made to perform a valve-in-valve procedure using a 25mm portico ng/navitor valve. On (B)(6) 2024, it was noted that there was paravalvular leakage of the 23mm trifecta valve. The decision was made to stop the patient's bisoprolol medication. On (B)(6) 2024, the patient underwent an unknown perivalvular leak (pvl) repair procedure. It's noted that one day after the pvl repair procedure, the patient developed a 5 second pause with atrial fibrillation. The patient discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem code 4066 (device stenosis) was removed. It was reported that the patient had perivalvular leak, severe aortic regurgitation and exertional dyspnea after 8 years of trifecta valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The exact cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed reported, additional information was received that there was no stenosis of the 23mm trifecta valve. However, it was noted on an unknown date, that the patient was found to have severe aortic regurgitation and exertional dyspnea. The grade of the perivalvular leak after the valve-in-valve procedure was moderate with a mean aortic gradient of 21 mmhg. The cause of the perivalvular leak (pvl) is attributed to suture dehiscence. A 12x9mm amplatzer vascular plug 2 was implanted to treat the pvl.